Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that one day post implant,  both  their pacing leads were inactivated and replaced, as both pacing leads became "loose" leading "internal bleeding requiring emergency surgery". No further patient complications have been reported as a result of this event.